Event description:
A past low blood glucose (bg) event was reported, with the lowest bg level measured at 41 mg/dl. Cause was not known. The customer consumed carbohydrates to address the low bg. Tandem technical support recommended that the customer consult a healthcare professional (hcp) to discuss potential factors affecting blood glucose levels.